Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant air-in-line alarms were unable to be reproduced, but were confirmed through evaluation. Evaluation found the upper and lower readings from the upstream sensor were below specification. Low upstream sensor readings are a known contributor to false air-in-line alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump alarmed constantly for air-in-line in the emergency room. Any patient involvement, injury or medical intervention is unknown.